Event description:
Procedure type: vats. Patient gender: unknown. According to the reporter: fired the device no staples dispensed from the device. Pt lost 3000 cc of blood, pt was given 4 units of blood. No other info was available at the time of this complaint. Pt is stable.

Manufacturer narrative:
(B)(4)